Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No bolus stopped alarm.insulin pump passed sleep current measurement, active current measurement, self test and displacement test.the power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error alarm noted. (B)(4) .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had that the insulin pump received unspecified alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.